Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and the reported single leaflet device attachment (slda) appears to be related to procedural circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report single leaflet device attachment. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. An xtw was inserted and deployed on the mitral valve. An xt clip was inserted, and grasping was performed medially of the implanted clip. However, it was noted that grasping put tension on the anterior leaflet, causing the xtw to detach from the anterior leaflet and remain attached to the posterior leaflet (single leaflet device attachment/slda). Deployment was continued with the xt clip and the clip was implanted, reducing mr to a grade of 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.